Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing electrode migration. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2018, the recipient reportedly underwent repositioning surgery. The recipient is doing well. This is the final report.